Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 10 mg/ml concentration at 3.188 dose via intrathecal drug delivery pump for non-malignant pain. It was reported that volume was higher than expected volumes during refill. No environmental/external/patient factors that may have led or contributed to the issue were reported. Catheter access study was normal. The rep was able to withdraw fluid. The rep would continue to monitor. At the time of this report, it was unknown if the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the readout was 6.9ml and extracted 11ml. The cause of volume discrepancy was not determined. Catheter access study was done and would continue to monitor. It was unknown if the issue had resolved. No further complications were reported.